Event description:
A us distributor reported that a monitor's response buttons are intermittent and the monitor was unable to recognize an electrode belt.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (damaged monitor case) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The cause for the communication failure was isolated to a broken wire in the monitor's electrode belt cable receptacle. Additionally, the rear response buttons were non-functional due to contamination. The root cause for the pinched wire could not be positively identified. The root cause of the contaminated response button is liquid ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose lifevest electronic components to liquid. No adverse event resulted from the damaged monitor.